Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, capture could not be obtained when the pulse generator was connected to an active lead. The device was not implanted. A replacement device was successfully implanted.